Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a bifurcation of a vessel. A 190cm straight-tip samurai guide wire was advanced to cross the lesion. However, during the procedure, the distal part of the guide wire broke and was retrieved without any consequences to the patient. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during a crush stenting procedure in the bifurcation of the left anterior descending artery and diagonal branch, the guide wire was jailed under stent into the branch to retain access. When the physician tried to remove the device, the coil got caught with the stent struts and unraveled. The detached fragment was in the diagonal branch before it was retrieved.

Manufacturer narrative:
Device lot number, device expiration date, mfg site name and device manufactured date updated. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a bifurcation of a vessel. A 190cm straight-tip samurai guide wire was advanced to cross the lesion. However, during the procedure, the distal part of the guide wire broke and was retrieved without any consequences to the patient. No further patient complications were reported.